Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacturer date and expiration date are unknown. Problem code captures the reportable event of internal bolster detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure at some point after placement, the internal bolster detached. The procedure was completed. On (B)(6) 2018, it was identified that the detached bolster was in the cecum of the patient. It is unknown if the detached bolster was retrieved or not. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacturer date and expiration date are unknown. (B)(4). Visual examination of the returned device revealed that the bolster was detached. There appears to be evidence of a proper bolster-tube bond, as seen in the residue on the distal end of the tube and on the bolster. The complaint was consistent with the reported incident that the bolster detached/separated. Based on all gathered information, the complaint investigation conclusion code selected is unintended use error caused or contributed to event, which indicates that the interaction between the user and device, or sample, caused or contributed to the error. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure at some point after placement, the internal bolster detached. The procedure was completed. On (B)(6) 2018, it was identified that the detached bolster was in the cecum of the patient. It is unknown if the detached bolster was retrieved or not. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.